Event description:
It was reported that the right atrial lead had low impedance which triggered a patient alert. The lead also had noise, oversensing and is showing evidence of insulation degradation. The device was reprogrammed and the lead is still in use. The patient is enrolled in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.